Event description:
MFR rec'd an implant and warranty registration card documenting the pt had their lead and generator replaced. No allegation documented against either device. In review of internal programming history, it showed the pt to have had high lead impedance indicating a possible malfunction against the lead. It was reported previously that the pt had a prophylactic replacement of their generator and lead. The lead was returned for analysis in three pieces with the lead connectors still attached to the pulse generator. The lead's electrodes were not returned for eval. The lead assembly was removed from the pulse generator as part of the decontamination procedure. Setscrew marks were seen on the connector pins, thus providing add'l evidence of proper contact between the setscrews and the lead pins. No lead discontinuities noted on the portions of the lead returned.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.